Event description:
The manufacturer's field service engineer (fse) reported that the unit diagnostic log history (drpt) indicated a vent inop occurrence due to a machine and proximal pressure sensor failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the data acquisition (da) to the motor controller (mc) cable for evaluation. Visual inspection of the cable revealed no signs of damage or contamination. Fi technician tested the cable in the fi test ventilator. During repeated the power-ups and operation and the cable was flexed in different directions. Additionally, the ventilator was run for one hour the ventilator would start up and operate without any errors occurring. The drpt was also reviewed and multiple error codes messages were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause of the reported issue could not be determined due to no failures were identified.